Manufacturer narrative:
The investigation of pump stop has been completed. Impella cp was returned for evaluation. Upon visual inspection, a large purge gap was present on the pump. Data logs were reviewed and on day 12 of support, a motor current spike with speed deviation and full saturation of pump flow occurred 30 seconds before a pump stop #13 alarm. Pump was attempted to be restarted multiple times with immediate pump stops. Pump was able to be started with fully saturated flows for approximately 30 minutes before another pump stop occurred. Clinical details noted that pump stop occurred on day 12 of support. The cause of the pump stop was due to bearing wear beyond indicated design life per instructions for use per data log review and returned product analysis. D9 device returned to manufacturer date added instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ d4 model number was erroneously entered on the initial manufacturer device report number 1220648-2025-30680. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-30680 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30680. H10 instructions for use was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30680.

Manufacturer narrative:
Rereview of the event occurred and noted the demise outcome is associated with impella cp as there is not enough information to exclude the impella cp as an associated factor given the pump stop/loss of support. Refer to manufacturer report number 1220648-2025-45845 for the report on the impella 5.5.

Event description:
It was additionally reported that the patient expired on the subsequent device, an impella 5.5 (serial number (B)(6)) after experiencing a large hemorrhagic stroke during impella 5.5. Support. The patient¿s family decided to withdraw care. The patient expired. This complaint involves 2 pumps: pump 1: impella cp serial number (B)(6). Pump 2: impella 5.5, serial number (B)(6). This MDR specifically addresses impella cp with serial number (B)(6) which is the subject of this report. A separate medwatch report will be submitted for the other device associated with this complaint.

Event description:
The complainant reported that thirteen days into impella cp support, the pump stopped unexpectedly. Attempts to restart the pump were unsuccessful and the device was subsequently removed. The patient was escalated to impella 5.5 support following impella cp pump removal. Patient is stable post pump replacement.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.